Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a phako cassette leaked during a surgery. The issue was noticed by a nurse at the end of a phako surgery when a puddle was seen on the ground under the system. The surgery was not impacted, there was no patient impact. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the device history record shows the product was released per specifications. The used returned sample was visually inspected and no obvious defects were observed. The customer reported fluid leakage from the cassette, as such, a full internal pressure cassette leak test was conducted utilizing an external pressure source and no leakage was detected. A constellation console representing a current software version was then used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure were tested at specific data points and met specifications. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. The manufacturer internal reference number is: (B)(4).